Manufacturer narrative:
This report summarizes the results of our investigation of all 1584 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 1584 reported events are: 13 electrical problem, 145 open circuit, 1 wear problem, 12 hardware timing problem, 58 no failure detected, 215 deformation problem, 47 no results available since no evaluation performed, 857 results pending completion of evaluation, 4 fatigue problem, 45 fracture problem and 262 improper humidity.

Event description:
This report summarizes 1589 reported events (980 initial reports and 609 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 4 years to 84 years. Patient weight ranged from 35 lbs to 360 lbs. Patient gender was 47.3% male and 52.7% female for these reported events. 1368 events were associated with button error alarm/keypad unresponsive, 193 events were associated with motor error alarm and 23 events were associated with both button error alarm/keypad unresponsive and motor error alarm.501 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 73 hyperglycemia, 9 hypoglycemia and 419 no consequences or impact to patient. 1088 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 118 hyperglycemia, 16 hypoglycemia, 1 bruise and 953 of no consequences or impact to patient. The 604 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.